Event description:
It was reported by the patient's spouse that, after the date of implant in 2003, the patient developed pain, infection, and the mesh was explanted in 2005.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time, we therefore consider this report complete to the best of our current knowledge.